Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose level. The customer states the paramedics needed to be called for low blood glucose. The customer states she took her blood glucose readings with the meter and believes it was incorrect because she had just taken insulin to correct levels. The customer's blood glucose level at the time of admission was 52mg/dl. The customer declined to troubleshoot for the low blood glucose level. No further assistance was needed at this time.